Event description:
It was reported that a 56-year-old female patient who underwent breast implant surgery with mentor memorygel breast implants 500cc has experienced breast implant rupture bilaterally. It was also reported that the patient developed lymphedema and breast pain bilaterally. As a result, the patient is scheduled for bilateral explantation on (B)(6) 2022. This report is for the left breast prosthesis. The reported date of implantation is prior to the device manufacture date. If additional information is received regarding the correct implantation date or device lot number, a supplemental report will be submitted.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its date of explantation: (B)(6) 2022. Reason for device explant and/or reoperation: rupture, lymphedema. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2024, additional information was received indicating the patient also experienced a breast mass on the right side. A biopsy was performed on the right breast on an unspecified date. The patient's explantation surgery has been cancelled and a new date has not been set at this time. Manufacturer¿s reference number: (B)(4).